Manufacturer narrative:
(B)(4). Note: this report corresponds with bard's report # (B)(4) for a "pelvisoft."

Event description:
Procedure type: urological/gynecological. According to the reporter: the patient underwent treatment for her pelvic organ prolapse and other symptoms. The patient suffered pain and injury and will likely undergo corrective surgery. According to the interim post operative notes the patient underwent a post colphorrhaphy porcine mesh augmentation for treatment of symptomatic rectocele.